Event description:
It was reported the patient had a return of symptoms right after they had a stroke. It was stated the patient had the stroke about two and a half weeks prior and a prostate procedure and surgery. The patient was having a lot of stress lately. Information received two weeks later indicated the patient still had concerns with their device or therapy, but had not sought further help. The patient was to check with the manufacturer at a later date. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# va045uj, implanted: (B)(6) 2013, product type lead. (B)(4).